Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred immediately, at the start of treatment and was noted by the fresenius hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood was not returned to the patient, with an estimated blood loss of approximately 300 cc. Treatment was resumed on a new dialysis machine with new disposables and completed without incident. No patient injury or medical intervention was reported per hcp.